Event description:
The customer reported that there was a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. However, the fe found a defective connector on the control pcb. The connector was repaired. The system was tested and found to be working as intended and returned to service.